Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a dull knife blade exciting white foreign material was noted during surgery. And alternate knife was obtained to continue the procedure. There was no impact to the pt. Add'l info has been requested.